Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that the automated impella controller (aic) will not turn on. When it is turned on, it appears to be loading but does not actually load. Troubleshooting was unsuccessful. The aic was removed from service and there was no patient harm.

Manufacturer narrative:
Data analysis: unable to download the logs from the console, as it couldn¿t boot a hard drive or enter service mode. This aligns with the reported failure mode. Device analysis: this console was tested after arriving at fs. The reported failure mode was reproduced - bootup issue (fm_reproduced_(B)(6)). Upon moving the original flash cards to the known good test fixture, the bootup issue was reproduced, indicating corrupted flash cards. Upon mounting the known good flash cards into the (B)(6), the bootup issue did not occur. Additionally, the console was power cycled 100 times with the known good flash cards, and it was able to boot up as intended. There was no flash card corruption. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). Root cause: the root cause of the bootup issue was corrupted flash cards. Ad hoc task: before returning this console ((B)(6)) back to the customer, fs was instructed to perform the following, replace the compact flash cards (2025-0019) due to corruption. Replace the front panel optical connector (0042-2736) due to debris. Perform sections 13, 14, 15, 16 and 23 of the pm procedure (0042-7309). Perform a full functional check (0042-7316).